Event description:
The device involved in this MDR report was explanted 17 mos after implantation, because it could not be interrogated; in addition, no pacing pulses were observed.

Manufacturer narrative:
2008. This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.